Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir may not fit securely inside of the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer stated that when she removes the reservoir and attempts to reinsert, the reservoir is loose. The customer also reported damage on the battery cap and battery compartment due to over-tightening the battery cap onto the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker. The drive support disk was inspected and no anomaly was noted.